Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure, was doing well postoperatively and explanted device was kept by the facility.